Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9735339, serial/lot #: (B)(4), UDI#: (B)(4). Report source foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the positioning sensor unit (psu) was not working. The manufacturer representative found that the error led on the psu was always on. The system could recognize the active tools but could not identify the passive tools. No patient was present at the time of the event.